Event description:
It was reported that the patient presented to the emergency room experiencing diaphragmatic stimulation due to the right atrial lead. The lead had a threshold of 1.75 volts at 1.0 milliseconds and was unable to sense p waves. The lead was programmed off and later repositioned; the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).